Event description:
Baxter area manager reported unit purchasing department reported leak with a transfer set. Per area manager no pt injury or medical intervention was reported. No further details could be provided per baxter area manager.